Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an insulin flow blocked alarm during therapy event on (B)(6) 2025, where insulin exited the tubing with plunger push. No further information available.